Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances and lead fracture is suspected. In turn, the lead was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of possible lead fracture was confirmed. As received, the octrode lead had all its internal wires broken and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.